Manufacturer narrative:
The reported events were "intermittent loss of capture due to the high capture threshold" and helix mechanism issue. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil inside the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The reported event of "intermittent loss of capture due to the high capture threshold" was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a dual chamber pacemaker implant procedure. During the procedure, the physician positioned the right ventricular (rv) lead at the ventricular apex and obtained initial measurements, the right atrial (ra) lead was positioned subsequently. During the final measurements, it was noted that the capture threshold of the rv lead was very high, which resulted in intermittent loss of capture. The physician tried to reposition the rv lead, but the helix failed to extend. The rv lead was removed from the patient, thoroughly washed and repositioning was attempted again; however, the helix still did not extend. As a result, the rv lead was not used and replaced. The patient remained stable throughout the procedure.